Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. An examination on (B)(6) 2016 gave results of the pump medication not yet adequately managing pain. An intervention of a 20% dose increase was performed on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a product surveillance registry (psr). It was noted that on 2016-aug-25 the hcp reprogrammed the pump with a 20% dose increase and advised the patient to come in for more frequent dose increases.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6) year-old, female patient who was receiving dilaudid 2.0mg/ml at 0.2879 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2016, the patient was examined and reported the pump was working well for her until about two weeks ago. The clinical diagnosis was loss of pain relief. Device interrogation showed a reservoir volume discrepancy of 12ml (0.0ml residual expected and 12ml actual). The patient's dose was reduced. On (B)(6) 2016, during a catheter access port (cap) contrast study, they could not aspirate fluid from the cap. Fluoroscopy revealed the catheter was disconnected from the pump. The patient was to resume oral oxycodone due to the catheter disconnect. On (B)(6) 2016, examination revealed worsening pain. On (B)(6) 2016, the dose was again reduced. A catheter revision was planned, but the surgeon could not obtain flow of cerebrospinal fluid (csf) through the catheter even after cutting the catheter back. The catheter was replaced instead. On (B)(6) 2016, the patient's dose was increased (B)(6). The event was ongoing. The etiology was reported as related to the device or therapy and not related to the implant procedure.

Event description:
Additional information was received. A 20% dose increase was performed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study noted a clinic noted on 2017-jun-08 stated the patient was referred to another provider and transferred care due to a change in insurance coverage. It was noted the patient will no longer be followed by the study. The outcome was updated to unresolved at time of study exit/death/study closure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study reported the patient exited the study on (B)(6)2017 as the patient was no longer available for follow-up. The patient's baseline weight was noted as (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.